Event description:
It was reported that shaft break occurred. The target lesion was an area of in-stent restenosis was located in the tortuous right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent (des)was selected for use. However, resistance was encountered during advancing and the delivery catheter broke. The procedure was completely removed and the procedure was completed with a 3.5x24 synergy xd des. No patient complications were reported and patient status was fine. It was further reported that the vascular access was obtained via the right femoral artery. A 6f guide catheter was used. The target lesion was moderately tortuous and was predilated.

Event description:
It was reported that shaft break occurred. The target lesion was an area of in-stent restenosis and located in a tortuous right coronary artery. A 4.00 x 24mm synergy xd drug-eluting stent (des) was selected for use. However, resistance was encountered during advancing and the delivery catheter broke. The procedure was completely removed and the procedure was completed with a 3.5x24 synergy xd des. No patient complications were reported and patient status was fine.